Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the gear clamp is stripped. Associated malfunctions for this device: valve operator had 197 ohms.